Event description:
The facility's biomedical technician reported an infusion pump with a failure code 810:04. This report was noted during biomed testing. The technician stated that they have no record of any patient incident involving the pump since the last baxter service event.